Event description:
The customer reported "keypad replacement". No patient involvement.

Manufacturer narrative:
This file is a duplicate and has been captured under (B)(4). Therefore, this MDR is no longer required.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 09/06/2019 to the present date 12/14/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported "keypad replacement". No patient involvement.